Event description:
Caller had essure implanted in (B)(6) 2008 after the birth of her child. Since then she has experienced chronic yeast infections, bacterial infections, pid, pelvic pain and ambulation difficulties. She visited her doctor who advised her that she might be having a reaction to the nickel in the essure. She recently had a hysterectomy and all her pain and symptoms went away.